Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient presented for a lead revision after lead dislodgement. Physician attempted to reposition the lead and the helix of the lead did not extent into the new position. The lead was removed from the body and it was observed that the helix did retract and extend after multiple turns. A new lead was implanted. The patient was stable throughout.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
New information received notes prior to the lead revision procedure, elevated threshold and lower amplitude r-waves were observed at the one-week post-implant in-clinic check. Via fluoroscopy confirmed that the lead was dislodged. Patient had been playing basketball in the rehab facility for therapy and physician believes that this could have been a contributing factor for the lead dislodgement.